Event description:
When performing breast tumor puncture biopsy, the biopsy needle ruptured and injured the fingers of medical staff. Immediately replace the biopsy needle, and the medical staff cleaned and disinfected the wound.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. No sample or images were available for evaluation. However, due to this issue being reported numerous times for this part, the complaint was confirmed. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. Argon has conducted an internal investigation and the plastic housing and plunger can be separated more easily than normal. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective action that are being taken to ensure that this never happens again.

Event description:
When performing breast tumor puncture biopsy, the biopsy needle ruptured and injured the fingers of medical staff. Immediately replace the biopsy needle, and the medical staff cleaned and disinfected the wound.